Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was able to charge the implant the last wednesday prior to full. A ¿new girl¿ on staff tried to charge the stimulator on friday prior; the new person tried to charge on saturday as well. They were unable to get any screen besides the ¿reposition antenna¿ screen. The patient attempted to charge the day of the report and only the ¿reposition antenna¿ screen would show. It was recommended using the antenna locate (al) feature and that resulted in a power on reset (por) being displayed on the implantable neurostimulator recharger (insr). Then that lead to the normal recharging screen. The al showed between 42-80. They hadn¿t had to bring the patient to their managing healthcare provider (hcp) for about 4 months. In the past, they used to go once a month. It was noted that it appeared that the ins went into over discharge within a very short period of time. They initially tried to connect to the implantable neurostimulator (ins) with the patient programmer and that was unsuccessful. Information regarding cause of event and if there was an over discharge has been requested. If additional information is received, a follow-up report will be sent.